Manufacturer narrative:
Based on the claim against the product by the customer noting persisted error c-34 on vio dv integrated electrosurgical unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to confirm and reproduce the error c-34 during the investigation. The fse replaced vio dv iesu to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vio dv iesu was analyzed. Error c-34 was confirmed when the iesu was tested on an in-house system in normal mode. The complaint regarding error c-34 was confirmed based on field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, error c-34 appeared on vio dv integrated electrosurgical unit (iesu). The customer received phone assistance from the technical support engineer (tse). The customer power cycled the iesu multiple times, but the issue was not resolved. The customer used an external esu to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any issues. The iesu initially powered on without errors. The procedure was completed robotically with the external esu.